Event description:
A laser technician reports the system lost suction 2 seconds into the flap cut. The surgeon used a new patient interface, and was able to successfully complete the flap cut. The refractive surgery was then performed successfully and the there was no patient harm reported.

Manufacturer narrative:
No samples were returned for evaluation. A root cause has not been identified. (B)(4).